Event description:
It was reported that prior to surgery, no urine flow was observed when the foley catheter was inserted. During the surgery, they continued to monitor but still did not observe any urine flow. Upon removing the catheter and examining it, they confirmed an obstruction.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.